Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe ultra-fine® 1ml 29g x 1/2" experienced needle throught shield after recapping. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022 , the patient was injected with biosynthetic insulin, and the treatment cartridge and insulin were brought to the patient for injection. After the injection, the staff put the cap back into the syringe. However, it was found that the needle pierced the needle cap. The material of the needle cap was suspected to be too soft.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1060759. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported that the bd insulin syringe ultra-fine® 1ml 29g x 1/2" experienced needle throught shield after recapping. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6). The patient was injected with biosynthetic insulin, and the treatment cartridge and insulin were brought to the patient for injection. After the injection, the staff put the cap back into the syringe. However, it was found that the needle pierced the needle cap. The material of the needle cap was suspected to be too soft.